Event description:
Pt sustained a bovie tip burn on the inside of lt thigh. When bovie foot pedal was depressed to operate surgeon's bovie, the second bovie was also receiving current. The second bovie was lying against pt's thigh. Bovie was replaced & tested, second still received current from control of first bovie.